Event description:
It was reported that the implant broke on insertion during a rotator cuff repair case. The distal end broke and remains in the patient. Condition of bone was reported as average. The surgeon did use a punch to create a pilot hole prior to insertion. Two additional ar-1920bf's were implanted next to the broken one. The case was completed successfully. No further patient info was provided at the time of this report or in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was received for evaluation. The complainant was confirmed; two drivers (ar-(1920dbus) were returned. One had a full anchor attached and one had the proximal (hex) portion of an anchor attached. The distal face of the broken anchor displayed frayed suture ends. No signs of damage were observed on the drivers. Device history record review revealed nothing relevant to this event. Based on the information provided and device eval, the most likely causes of this type of event are prying/leveraging the driver while the implant is still loaded, over-insertion or improper bone preparation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.